Manufacturer narrative:
Literature citation:timothy chryssikos, kenneth m. Crandall and charles a. Sansur, " imaging symptomatic bone morphogenetic protein-2¿induced heterotopic bone formation within the spinal canal: case report. " (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per the study, patient with cauda equina syndrome following intraoperative bmp-2 administration, the plain film myelographic studies showed a region of severe stenosis that was underappreciated on CT myelography due to a heterotopic bony lesion mimicking the dorsal aspect of a circumferentially patent thecal sac. Reportedly, the patient experienced moderate canal stenosis, bowel and bladder incontinence , memory difficulty, headache, hypercapnic respiratory failure , burning paresthesias.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.